Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery, the lens got stuck in the cartridge. The surgeon attempted to implant the lens, it came out part way and wouldn't come out completely, so the second lens was opened and implanted. Additional information has received it states that there was no impact to the patient.